Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: device history review (DHR): part: 03.404.028s, lot no:7929p43, release to warehouse date: 14 sep, 2023, expiry date: 01 sep, 2033, manufacturing site: werk selzach, supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however the image quality is poor because the affected area is covered with tape and no observations pertaining to the nature of the reported event could be identified. Additionally, no postoperative x-rays were provided to confirm the embedded device. Therefore, with the limited information, the reported condition cannot be confirmed. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part: 03.404.028s lot no:7929p43 release to warehouse date: 14 sep, 2023. Expiry date: 01 sep, 2033. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on june 25, 2024 during intramedullary reaming of the patient's femur with 16mm reamer head, the fins of 16mm reamer head were broken and were left inside the medullary canal of the patient's bone. The patient was affected, since the fins of the reamer head were left inside the medullary canal of the femur of the patient. Surgeon was able to ream and remove the graft by using a new 14mm reamer head. There was approximately ten (10) minutes of surgical delay. The surgery was completed successfully. This report is for one (1) 16.0mm reamer head for ria 2 sterile this is report 1 of 1 for complaint (B)(4).